Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of bupivacaine at 24.9 mg/day, 2000 mcg/ml of fentanyl at 1997.8 mcg/day, and 100 mcg/ml of clonidine at 99.89 mcg/day via an implantable pump for spinal pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient's pump has a motor stall and the patient was in the hospital. The pump logs showed a stall on (B)(6) 2020 with a service code of 234 and another alarm condition for the pump exceeds 48 hours on (B)(6) 2020. It was confirmed that the patient had not recently had an MRI.

Event description:
Additional information was received via a company representative. They were not sure what had caused the motor stall. The physician attempted to restart the pump by turning it to a minimum rate, but it did not recover. The motor stall was not resolved. The patient¿s weight was unknown. The patient was still in the hospital with other unrelated issues (not specified). The pump had not been explanted. The pump was to be returned to the manufacturer if/when it is explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.